Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2013 and was revised on (B)(6) 2017. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Additional info: patient identifier, age at the time of event, age units (patient), date of birth, product code, product long description, product code, catalog#, lot#, expiration date, PMA/510(k)#, manufacturing date. An event regarding abnormal ion level involving an metal head was reported. The event was not confirmed. Method & results: product evaluation and results: a visual, functional and dimensional inspection could not be performed as the product was not returned. Clinician review: no medical records or x-rays were made available for evaluation. Product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about on (B)(6) 2013 and was revised on (B)(6) 2017. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue and excessive levels of chromium and cobalt in her blood.